Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a no delivery alarm. The customer reported that the bolus wizard was not programmed. The customer's blood glucose was unknown at the time of incident. The representative explained to the customer that the alarm deleted all of her settings. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to a magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm confirmed in alarm history. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and cracked reservoir tube.